Manufacturer narrative:
This product malfunction did not cause a serious injury or death; however, magellan diagnostics is reporting this event under the medwatch program as the malfunction could have led to an injury. No patient injury or harm resulted from this event. Magellan is currently investigating the root cause of this malfunction.

Event description:
Customer reported a leadcare ii analyzer fail to start-up. The instrument was shipped to the customer on (B)(6) 2024. The customer indicated that the analyzer was the only instrument left on friday and was plugged using the leadcare ii ac adapter. Customer also indicated the analyzer was using both power sources, the ac adapter and batteries. Magellan technical services (ts) noted that the analyzer should be connected to one power source only, either through batteries or leadcare ii ac adapter. Customer indicated that the analyzer felt wormer than usual but not warm enough to cause harm. After the a cool off period the batteries were removed form the analyzer and was connected to the power source with the ac adapter only, the analyzer did not powered up despite trying different outlets. The ac adapter was disconnected and a new set of batteries were installed, the analyzer failed to power-up but it became warm. Ts gave indications to the customer let analyzer cool off, remove batteries, and keep it unplugged, and keep the analyzer unplugged. An order for replacement was issued for this customer. Customer received replacement on (B)(6) 2025.